Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the instances occurred on unspecified dates ¿over the last fortnight¿. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) extension sets split where ¿the distal end meets the injectable bung attached to the line¿. This occurred during infusions and while in use with baxter evo iq ¿syringe drivers¿ (infusion systems) and connectors (non-baxter). The extension sets are changed every 12- 72 hours (max) depending upon the drug being administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.